Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01, implantable pulse generator, (B)(6) 2013; 5086mri, implantable pacing leads, (B)(6) 2013; 305c2225, porcine heart valve, (B)(6) 2010. (B)(4).

Event description:
It was reported that the threshold on the atrial lead was elevated. The device was reprogrammed to maximum atrial output to ensure capture and the lead remains in use. No patient complications have been reported as a result of this event.